Event description:
Approximately 15 months after treatment with 6 cypher stents, thrombus was found within all of the stents. Fifteen months after the index procedure, the patient experienced breathing difficulty and chest pain. An angiogram revealed thrombus in all six of the previously implanted cypher stents. This was treated with aspiration and ptca. The patient's cilostazol was also changed to ethyl icosanpentate after the thrombotic event. According to the procedural physician, the cause of the thrombotic event was the reduction of the patient's anti-platelet medication. There are patient, vessel, procedural and pharmacological factors that may have contributed to this event.

Manufacturer narrative:
Evaluation summary: the product was not returned (or was not available) for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The patient presented to cath for elective treatment of a totally occluded de novo lesion in the proximal to the distal right coronary artery (rca) and the posterior descending artery (pda) of 120mm in length in a 2.8-3.7mm vessel diameter at a bifurcation. The vessel was classified as type c. Pre-dilatation was conducted with a 2.5/20mm balloon at 8atm at the pda and with a 3.0/20mm balloon at 10 atm for 19 seconds. The first stent, a 2 x 18mm cypher, was implanted at 14 atm for 6 seconds in the pda. Then a 2.5x18mm cypher was implanted at 22 atm in the 4av. A third stent, a 3.0x33mm cypher was implanted next at 14atm in the distal rca and the pda, overlapping with the second cypher. The bifurcated portion was treated by the modified t stenting. Post-dilation was conducted with a 2.5x20mm balloon at 18 atm at the pda as well as with a 3.0x20mm balloon at 16 atm. Ivus was not conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual diameter stenosis measured 0%. Act was not measured. Next, pre-dilatation was conducted with a 3.0x20mm balloon at 10 atm in the proximal to the mid rca. A forth stent, a 3.0x33mm cypher was implanted at 22 atm, proximal to the 3rd cypher. A 5th cypher, a 3.5x23mm was implanted at 22 atm, proximal to the 4th cypher. Then a 6th cypher, 3.5x23mm was implanted at 22 atm, proximal to the 5th cypher. The 2nd through the 6th cypher stents were overlapping each other. Post-dilation was not conducted. Ivus was not conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual diameter stenosis measured 0%. Act was not measured. Four months later, follow-up coronary angiography was conducted and the stents were patent. Approximately one year later, the patient complained of breathing difficulty and chest pain. Coronary angiography was conducted and thrombus was observed in the wall of the implanted cypher. To treat the thrombus, aspiration was conducted and poba was conducted with a balloon (maverick 3.5/30mm) at 12 to approx 16 atm from the distal end of the rca. These products are not available for testing and evaluation. Additional informaton received will be submitted within 30 days upon receipt. This report represents notification of two products with the same catalog number and unknown lot numbers, used in the same procedure. In addition, this represents notification of two of six products that were submitted under the following manufacturing numbers 9616099-2006-00974, 9616099-2006-00975 and 9616099-2006-00976. A patient with a history of previous mi experienced a thrombotic event fiften and a half months post cypher stent implantations. The reason for the patient's initial admission to hospital was not reported; but an elective angiogram revealed a lesion in the patient's proximal rca to distal rca/ avb/ pda. This patient's advanced age and extensive cad put him at increased risk for mace. Pre procedural medications included asa and ticlid while intra procedural medications included asa, ticlid and heparin. Acts were not measured during the procedure. The lesion was described as de novo, type c, 100% chronically occluded, 2.7-3.7mm in diameter, 120mm in length and located in a bifurcation. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The pda segment of the lesion was pre-dilated prior to the placement of a 2.50 x 18mm cypher stent at a maximum inflation pressure of 14 atm. It is not known if the avb segment was pre-dilated prior to the placement of another 2.50 x 18mm cypher stent at a maximum of inflation pressure of 22 atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. It is not known if these two stents were placed in an overlapping fashion or not. It is not known if the distal rca was pre-dilated prior to the placement of 3.00 x 33mm cypher stent at a maximum inflation pressure of 14 atm that overlapped the stent placed in the avb. The bifurcation segment of the vessel was treated with modified t-stenting. The lesion was post dilated with kissing balloon technique. The proximal to mid rca was then pre-dilated prior to placement of three cypher stents; a 3.00x 33mm and two 3.50 x 23mm, from the mid to the proximal segment at maximum inflation pressure of 22 atm. These last three stents were placed in an overlapping fashion. According to the IFU, the use of three or more cypher stents has not been clinically studied. The patient was discharged on medications that included asa and ticlid. Twenty days after the index procedure, the patient's ticlid was discontinued related to an unspecified side effect and the patient started on cilostazol and sarpogrelate. Four months after the index procedure, the patient underwent a repeat angiogram that revealed patent stents. One year after the index procedure, the patient's asa and sarpogrelate were discontinued for gastric distress.

Manufacturer narrative:
Additional information was received that this patient's case was published in "circulation, 2011; 123:2382-2391". The patient was listed as case 1 in table 5 he patient's age is (B)(6) instead of (B)(6) as indicated in the initial report. New events reported under a new report, 9616099-2011-00675. This is one of four reports associated with this complaint that were submitted under the following manufacturing numbers 9616099-2006-00976 ((B)(4) devices), 9616099-2006-00975, 9616099-2006-00976 and 9616099-2011-00675.